Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of culture negative peritonitis in a patient coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced culture negative peritonitis, manifested by cloudy effluent. The patient was hospitalized on (B)(6) 2011 and the severity was considered mild. On (B)(6) 2011 through (B)(6) 2011, the patient was treated with vancomycin 2g and gentamicin 80mg (routes and frequencies not reported). On an unreported date in 2011, extraneal was permanently discontinued. On (B)(6) 2011, the patient was discharged from the hospital and recovered from the peritonitis the same day. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.